Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed high battery impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device had a potential battery voltage issue. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the device had a potential battery voltage issue. The device is still in use. It was further reported that at a previous follow-up visit the device had approximately three years before elective replacement indicator (eri); however, three months later the device had reached end of life (eol). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had a potential battery voltage issue. The device is still in use. It was further reported that at a previous follow-up visit the device had approximately three years before elective replacement indicator (eri); however, three months later the device had reached end of life (eol). The device was explanted and replaced. No patient complications have been reported as a result of this event. It was reported that the device had a potential battery voltage issue. The device is still in use. No patient complications have been reported as a result of this event. (B)(6) 2011: it was further reported that at a previous follow-up visit the device had approximately three years before elective replacement indicator (eri); however, three months later the device had reached end of life (eol). The device was explanted and replaced.